Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with gentamycin (dose, frequency and route not reported) and vancomycin (dose, frequency and route not reported) for the peritonitis. The patient¿s pd catheter was removed later in the same month as the onset of peritonitis and a permanent catheter was placed. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was discontinued. Additional information was requested but was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers gd896415 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).